Manufacturer narrative:
The technician replaced the siderail latch cover to repair the bed.

Event description:
Info received indicates the right foot siderail latch cover is damaged, preventing the siderail from locking in place.